Event description:
The customer reported that the system was intermittently producing x-ray. No pt injury was reported.

Manufacturer narrative:
A service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.